Event description:
It was reported that the handpiece continued to run on its own. There was no pt involvement. There were no reported adverse consequences.

Manufacturer narrative:
The handpiece was received at the manufacturer for eval, and the reported condition of the device overheating was confirmed. Based on the investigation details, the likely cause was problems with wear on the upper rotor bearing. The bearings and motor were each replaced.